Manufacturer narrative:
Phone: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Physician reported implant rupture and MRI report identified folding of the internal capsule, minimal extracapsular leakage and reactive lymph nodes in the axilla. Device has been explanted. This relates to the left side.

Event description:
Physician reported implant rupture and MRI report identified folding of the internal capsule, minimal extracapsular leakage and reactive lymph nodes in the axilla. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Crease folding of implant: unable observed creases on the device.